Event description:
Per (B)(6): wire perforation of left ventricle with pericardia tamponage during implantation of lotus valve. Per (B)(6): indication of procedure: aortic valve stenosis. Was ivus use? No. Was a generator involved? No. Was the problem associated with labeled use? Yes. Action taken by the physician to try to resolve the event: medications: catecholamines, blood/blood products: multiple redcell concentrates. Surgery, surgical repair of myocardium. Other intervention: CPR, hospitalization or prolongation of hospitalization, surgical repair. Patient outcome from the event: serious injury, ventricular perforation. Event resolved? Unknown. Physician assessment of the relationship of the event to the device: related. Other possible contributing factors to the event: co morbidity; (B)(4) 2014 - additional information received: the lot number of the safari wire is: 10330894 (small curve 260 cm length). The onset of hemodynamic symptoms (pressure breakdown, arrhythmia, etc.) Was noted in the last 1/3 of the procedure (prior to locking confirmation). In this particular moment there was no movement of the device at all. An immediately performed transthoracic echo showed a massive pericardial effusion with ventricular tamponade. Transthoracic puncture and drainage was performed parallel. Emergency surgical treatment with suture of large laceration in apex region was needed. After treatment patient was transferred to ICU in stable condition on low hemodynamic level. Patient passed away following evening due to reopening of laceration and missing option for surgical treatment. There was no additional shaping on gw prior to insertion.

Manufacturer narrative:
The device was not received for analysis, therefore, no physical or visual analysis of the product can be performed. Imaging was requested but not provided. The manufacturing batch record review confirmed the device met all material and assembly specifications. A combination of patient and procedural factors appear to have caused or contributed to this incident. The adverse event section within the dfu indicates this is a known inherent risk of the procedure. Product distributed as safari tavr. Healthcare professional in (B)(6) used the guidewire during a clinical trial of the lotus valve system - reprise ii flex.